Manufacturer narrative:
No patient was involved with this reported incident. Unit was primed before attached to the patient. Product was not returned. The location of the leak was not provided in the initial report.

Event description:
A nurse alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked during priming with saline. No patient was involved. No patient injury occurred. No pump or pressure device was being used when the alleged leak occurred.

Manufacturer narrative:
The product was not returned for evaluation and as stated in the analysis it is unclear where the leak occurred. 3m did implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The reported lot in this event does not include the solvent process change but did include the new material.